Event description:
The customer, a biomedical engineer, contacted physio-control to report that a staff member advised him that their device would not power on when prompted. There was no patient use associated with the reported event. The biomedical engineer evaluated the device but was not able to duplicate the failure to power on. The biomedical engineer did observe, however, that the device would intermittently have a white display. A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation from being provided if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported issue. As a precaution, physio replaced the device's user interface (ui) to stack flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.